Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation and pain (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent primary breast augmentation surgery with two 300cc mentor siltex round moderate profile saline breast implants experienced right sided deflation and pain and left sided radial folds post procedure. The mentioned complications were confirmed by a physician during a physical examination along with a magnetic resonance imagery test in (B)(6) 2019. As a result, patient had an explantation on (B)(6) 2019. This medwatch form is for the right breast prosthesis see 1645337-2019-20212 for contralateral prosthesis report.

Manufacturer narrative:
On (B)(6) 2019 additional information was received, the mentor failure analysis lab has received the device for evaluation. Furthermore, patient had underwent bilateral removal and replacement with mentor smooth round moderate profile saline breast implants on (B)(6) 2019. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation on the implant and pain. During visual evaluation of the sample, it was found with no apparent damage leak testing was performed and it revealed a tear in the anterior view, measuring approximately 0.5 cm and leakage from the valve. Microscopic examination was performed in the tear and no evidence of instrument damage was observed. No other anomalies were observed. As per findings in the sample, is possible the tear was caused by, but not limited, to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. By the other hand, is unable to determine the root cause for the leaking valve. Could be caused by excessive manipulation. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. Manufacturer¿s reference number: (B)(4).